Manufacturer narrative:
As reported by the legal team, the plaintiff underwent placement of defendants¿ optease vena cava filter on or about (B)(6) 2010, in (B)(6). The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, subsequent thrombosis requiring treatment. As a direct and proximate result of these malfunctions, the plaintiff suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well-known potential complication. Factors that may have influenced the event include patient, pharmacological and lesion. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the plaintiff underwent placement of defendants¿ optease vena cava filter on or about (B)(6) 2010, in (B)(6). The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, subsequent thrombosis requiring treatment. As a direct and proximate result of these malfunctions, the plaintiff suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information received indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, subsequent thrombosis requiring treatment. The extent and nature and details of the treatment has not been provided. In addition to the thrombosis, the patient is reported to have experienced clotting, occlusion of the inferior vena cava (ivc), breathing problems, pain and anxiety. The following additional information received per the patient profile form (ppf) indicates the filter was implanted due to pulmonary emboli. According to the ppf, the patient has experienced mental anguish and stress and has had breathing problems, treatment for thrombosis since the filter implant and pain. The patient became aware of these issues approximately six years after the device was implanted. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Blood clots, clotting, and ivc occlusion do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without post-procedural images available for review it is not possible to determine a relationship between the reported events and the device, a specific device malfunction has not been provided, as such a device malfunction cannot be confirmed of further clarified at this time. Anxiety, shortness of breath and pain do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.